Manufacturer narrative:
The date of the event is unknown. According to the article all implants were completed between january 2014 and february 2018. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve.

Event description:
Per the article ¿sapien valve for percutaneous transcatheter pulmonary valve replacement without ¿pre-stenting¿: a multi-institutional experience¿, between january 2014 and february 2018 a total of 57 patients underwent percutaneous placement of the sapien (xt or s3) valve in the pulmonary position in native right ventricular outflow tracts (rvots) without the use of a prior stent (¿pre-stenting¿). The following events occurred during the study period: there was one case of severe aortic compression requiring surgical explanation. Reference: morgan gj, sadeghi s, salem mm, wilson n, kay j, rothman a, galindo a, martin mh, gray r, ross m, aboulhosn ja. Sapien valve for percutaneous transcatheter pulmonary valve replacement without ¿pre-stenting¿: a multi-institutional experience. Catheterization and cardiovascular interventions. 2018 oct 23.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the (transcatheter pulmonary valve replacement) tpvr procedure. The IFU warns that assessment for coronary compression risk prior to valve implantation is essential to prevent the risk of severe patient harm. Compression of the coronary arteries, leading to death or need for emergent surgery has been identified as a potential complication of tpvr, necessitating testing for coronary artery compression during balloon sizing of the rvot as a standard practice. Significant compression of other structures in close proximity to the rvot, including the aortic root, sinuses of valsalva, or ascending aorta, can occur as well during the tvpr procedure. Aortic root compression can occur during balloon sizing of the right ventricular outflow tract (rvot) or during coronary compression testing prior to tpvr, causing deformation of the aortic valve and new aortic regurgitation (ar) and/or root distortion with or without coronary compression. Acquiring a baseline aortogram is necessary to assess the shape and size of the aortic root and the presence of aortic regurgitation. An examination of the landing zone for a potential transcatheter heart valve should be evaluated for its spatial relationship to the aortic root. Anatomic and physiologic factors that may predispose to aortic root distortion compression of the aorta during rvot balloon inflation is likely due to a combination of hemodynamic, anatomic, and technical factors. During this maneuver, aortic pressure usually drops considerably due to decreased left ventricular filling unless there is a significant right to left shunting at the atrial or ventricular level. Therefore, even a balloon inflated at low pressure may shift the rvot and surrounding structures resulting in distortion of an artificially low-pressure aorta. However, other factors are likely involved. Postsurgical spatial alignments and proximity of the rv-pa connection with the ascending aorta are variable, often unusual, and may predispose to compression of the aortic root. Close proximity between rvot, proximal pulmonary artery branches and the aorta is well recognized after the ross operation, reconstructed ascending aorta or procedures that include the lecompte maneuver. The resulting narrow aortopulmonary relationship has been associated with a higher risk for fracture of stents implanted in the main or proximal branch pulmonary arteries of these patients. The edwards thv training manuals advise the operator on pre-procedure assessment of the rvot, proposed site for implantation, valve sizing and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. There is insufficient information to determine the cause of the reported severe aortic compression; however, it may have been related to the mechanisms mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.